Manufacturer narrative:
According to the available info this inflatable penile prosthesis was revised on 5/20/97 because the device was "non-functional". The physician's notes indicated that the pt stated "that when attempting to pump fluid in to inflate the cylinders in the corpora cavernosa there is only partial filling and the "pump gets stuck". A pump, two cylinders and a reservoir were returned for eval. Examination and testing of the returned components revealed three separation/leakage sites. The first is noted posteriorly in the pump's inlet tube. Examination of the surfaces of the separation revealed markings indicating contact with sharp instrumentation. The second leakage site is a separation in the reservoir bladder. Examination of the surfaces of the separation revealed markings indicating contact with sharp instrumentation. The third leakage site is a separation located in cylinder #1's exiting tubing within an area of abrasion. This abrasion had worn through the tubing material additionaly, areas of abrasions were noted on the outlet tubings. The pattern of the abrasion on these tubings indicates that they were overlapped and/or twisted. Because these components were released according to mfg and quality control procedures, qa concluded that the observed damage to the inlet tubing and the reservoir occurred subsequent to the device packaging being opened. In addition, because the expected use of these devices combined with the observed damage to these components would have resulted in an earlier detected fluid loss, qa concluded that the damage most likely occurred at or subsequent to explant. Based on qa's examination and the received info, qa concluded that while in-vivo the outlet tubes were overlapped and/or twisted, and abrading against one another. Qa further concluded that this positioning and abrasion contributed to sufficient stress(s) to wear through the tubing at this site, creating a separation. This separation would allow the loss of fluid and render the device inoperable.

Event description:
The device was removed as it was "non-functional". The entire 3-piece inflatable device was removed and replaced with another mentor 3-piece inflatable penile prosthesis. 5/29/97- upon receipt of add'l info from the physician/surgeons office, he stated... "Approximately eight years ago the pt had a penile prosthesis implanted and over the last few months this prosthesis has been non-functional. He indicates that when attempting to pump fluid to inflate the cylinders, there is only partial filling and then the pump gets stuck".